Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives error 260.4130 at power on 8100 (s/n (B)(4)). Case resolution: customer receives error 260.4130 at power on 8100 (s/n (B)(4)). Explained problematic fault associated with the pressure sensors. Assisted customer to troubleshoot, and isolate problem fault with pressure sensors. Suggested to customer to interchange the logic board, to identify any circuitry failure. If same results from testing, customer to repair/replace the pressure sensor if needed. Customer mentions they will send the device into service depot for repair/replacement. Informed customer, if any further concerns and/or issues to give a call back. End call. (B)(4).